Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2019. Date of issue is an approximation. On (B)(6) 2019, the patient felt pain at the insertion site. They decided to remove the sensor and noticed an infection at the insertion site, with the affected area about 1.5 cm in diameter. The patient was seen by a doctor who did a culture (results were still pending at the time of the report). The doctor prescribed antibiotics (bactrim). At the time of contact the infection site had improved but was not fully healed. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(4) 2019. Further contact was made with the patient¿s father by dexcom¿s medical safety. The patient¿s father reported the patient¿s skin infection had resolved but a red bump the size of a quarter remains. The wound culture was negative for mrsa but positive for staph infection. The patient has an appointment with her endocrinologist soon and will have the red bump evaluated. No additional patient or event information is available.